Manufacturer narrative:
The patient's race and ethnicity were not provided; however, the patient's nationality is listed as (B)(6). The device has not been returned. When/if the device is returned for evaluation, the new information will be submitted in a supplemental report. This report is for the 3rd of 3 failed implants on the same patient. See reports 3011649314-2019-00387 ((B)(6)) and 3011649314-2019-00388 ((B)(6)) for the reports on the 1st and 2nd implants.

Event description:
It was reported that an inclusive tapered implant failed. The doctor reported that the implant was placed on (B)(6) 2019 at tooth location #12 (universal). The patient returned on (B)(6) 2019. After examination, the doctor noted mobility with the implant, and that the patient's bone was weak. The implant was then removed due to lack of primary stability. The patient's current condition is reported to be fine. The doctor will be using a graft for the bone. The patient has type ii bone quality. The patient has a history of weak bone, and edentulous dentation. There was no abnormality noted with the implant itself.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: returned sample: customer did not return the complaint part for investigation. Device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Root cause: probable causes could be the lack of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. IFU 3023579 rev 3.0 (inclusive dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."